Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the very tortuous and heavy calcified unspecified vessel. A 2.25x24mm promus premier¿ stent was advanced to treat the target lesion, however it was noted that the stent began to dislodge on the balloon. The stent did not totally detached and is still within the catheter. The non bsc guide wire, non bsc guide catheter together with the stent were removed as a unit through the non bsc sheath. The procedure was completed with a 2.25x22 non bsc stent. No patient complications were reported and the patients' status was fine.